Event description:
It was reported that customer experienced repeated occlusion alarms, including alarm 2 followed by alarm 26, on two dates while using pump with autosoft 90 infusion set and novorapid insulin. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing infusion set and cartridge and then resumed insulin delivery, reported no ongoing or frequent occlusion problems, and no additional assistance was required as case was closed by technical support.